Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was evaluated at the customer site. The reported complaint of "the speaker of the thermogard console was not functioning to notify the user of alarms and other notifications" was confirmed during functional testing. The root cause of the reported complaint was the defective display head due to a defective component. During visual inspection, there was no physical damage observed on the thermogard console. The event log review showed no significant discrepancies. The thermogard console passed initial functional testing and powered up with no issues. During testing, no alarm tones were noted. The cable connection between the speaker and the processor board was inspected, and no issues were found. Upon further testing, the loudspeaker inside the display assembly which generates the tgxp alarm tones was determined to be defective (or non-operational). The display head was replaced to remedy the fault. Following service, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During patient use, it was noted that the speaker of the thermogard console (s/n (B)(4)) was not functioning to notify the user of alarms and other notifications. The reported issue didn't cause any interruptions in treatment, and the ivtm therapy was completed with no issues, using the same thermogard console. No consequences or impact to the patient.